Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of post-implant-increased gradients was confirmed based on the provided medical records. The available information suggests procedural factors (under expanded valve) likely contributed to the event as it was noted that the patient would be monitored, and the valve would be post-dilated after consideration if necessary. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
As reported from a social media platform, the following comment was received "had open heart 4yrs ago aortic replaced didn't go well. Had tavr 5months ago even worse breathing and lightheadness". Upon review of the medical records provided, the records indicated that the patient's gradients increased post implantation of the 26mm s3u valve implanted in the aortic position as a viv within an edwards surgical valve and 28mm ascending aortic graft. The intra-op echo with mild gradient was14mmhg, however the post-op echo was significantly elevated with gradient of 30mmhg, and the implanting physician discussed whether they should do a post-dilatation, however, due to the 28mm ascending aortic graft, there was difficulty with easy tracking the commander delivery system back across the newly deployed tavr valve and the facility did not have the correct non-edwards balloon to post dilate the newly deployed valve. The decision was made to monitor the patient closely clinically. If symptoms are not markedly improved, the plan was for patient to return for post-dilation of the sapien valve. However, when the patient was discharged home on pod1, they were feeling well with no chest pain or dyspnea.